Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from the consumer regarding a patient receiving intrathecal morphine and bupivacaine. The indication for use was spinal pain. The patient thought her tube started leaking on (B)(6) 2016. The patient was going through withdrawals like crazy. The patient had no falls or traumas that she was aware of and had been ¿super careful.¿ in the last 5 days, she had just started walking for exercise. She was not sure if she went too far and reported the trails were ¿kind of rough.¿ the health care provider (hcp) said she was okay for activity. No interventions were mentioned. It was noted that the patient took 1 oxycodone every morning. She was feeling 1000x better since her last adjustment, and then this sudden withdrawal happened. She was scared she was having catheter problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.